Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a manufacturer representative. It was reported that pump was implanted in (B)(6) 2012. The cause of the issue had not been determined. The only action described was ¿reprogrammed¿. The manufacturer's representative requested the pump be returned, but it had not yet been removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was stated it was planned to remove the pump but dates had not been confirmed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturing representative regarding a patient receiving intrathecal therapy via an implantable pump. The drug, dose, and concentration were unknown. The indication for use was not reported. It was reported that the pump seemed to be problematic. Elective replacement indicator (eri) was around 8 months. It first stalled on (B)(6) 2018, and the log message was ¿motor stall occurred, stopped pump period may exceed tube set¿. The pump was reprogrammed (B)(6) 2018-. However the patient contacted the hcp again on (B)(6) 2018 to say the pump was alarming, and his ptm was displaying error code 8476. The hcp reviewed the patient on (B)(6) 2018 and noted similar messages in the logs from (B)(6) 2018 that said ¿motor stall occurred¿. On (B)(6) 2018, it said ¿stopped pump period may exceed tube set¿. The pump was reprogrammed again on (B)(6) 2018, but the patient had since contacted the hcp again to say that his pump was alarming and presumably stalled again. The hcp suspected this meant the pump was on its last legs. There were no further complications or symptoms reported.